Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20341430.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the facility.